Manufacturer narrative:
This event is being captured under (B)(4). G2: foreign - event occurred in (B)(6). E1: telephone- (B)(6), d10: autoclave case (00-7701-003-00) and zimmerâ® s.g. Carrier 8 in length (for use with zimmerâ® skin graft mesher only). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device did not feed the graft board through. No information was provided as it relates to harm or surgical delay. No additional information was noted. Diligence is complete.